Event description:
It was reported that the atrial and ventricular leads were reversed in the pulse generator header. The leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.